Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a de novo atrial fibrillation case using the ensite x ep system, a pericardial effusion was noted after the volt pfa catheter was introduced into the left atrium. One ablation (in lspv) was attempted and canceled due to a continued drop in left atrial pressure, at which time a pericardial effusion was identified via viewflex ice catheter. A pericardiocentesis was performed, and the case was subsequently aborted. At the time of the event, the volt catheter, non-abbott device (merit inqwire guidewire), and 13 fr agilis sheath were present in the patient. Per physician assessment, the effusion is not believed to be directly attributable to the volt catheter or agilis sheath. The exact source of the perforation remains unknown, though the guidewire/transseptal puncture could not be excluded as a potential contributing factor. The patient is hemodynamically stable and currently recovering appropriately. There were no performance issues with any abbott device.